Event description:
An employee from our customer reported to us that the weld seam at the right leg is broken. There was no patient involvement or adverse consequences.

Manufacturer narrative:
Customer repaired unit.